Event description:
It has been reported to co that during a stent placement the distal part of the gt2 fusion wire separated from the hypotube. There was no pt injury and the device is being returned for co's analysis.